Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error during a bolus. The customer will discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump be replaced and returned for analysis.